Event description:
It was reported that "while final tightening, the torque wrench slipped twice. The surgeon then noticed that the blocker has split (was cracked). Removal was attempted using initial inserter. The inserter was just spun in the blocker. Several attempts were made with the inserter. A universal spine removal set was tried next without success. The surgeon then used a metal cutting bur to cut through the open side of the screw head. Pliers were used to remove the remaining pieces. The screw was replaced as well."

Manufacturer narrative:
Investigation has been initiated. Any additional information will be filed as a supplement report.